Event description:
It was reported that pt complains of extreme pain and soreness in left hip since the surgery. His mobility has also decreased. Surgeon has stated that both hips need to be replaced due to deterioration, bone loss, and muscle loss.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the pt indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.